Manufacturer narrative:
(B)(4). Batch # t95315. Date of event is 2020. Event day and event was not reported. Investigation summary: the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. In addition, an endopath xcel trocar was returned over the shaft of the el5ml. No functional test was performed due the condition of the el5ml device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. In addition, seven clips were found inside clip track of the el5ml. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Possible causes for the condition of the jaw disengaging from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. Attempts are being made to obtain the following information: was there any quality issue reported with the trocar sleeve returned with the el5ml device? Or was the trocar sleeve only returned as the damaged el5ml could not be removed from trocar?" To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip applier (el5ml) was defective. There were no patient consequences. No other information is available.